Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device passed full functional testing including 30j testing and readiness testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. The accessories used during the time of the report were not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.